Event description:
Uncomplicated right femoral vein intravenous (IV) access, ultrasound guided singular stick. Some difficultly advancing pulmonary artery catheter through right ventricle (rv) due to looping and pacemaker wires and difficulty advancing cardiomems device such that it could not be implanted with standard sheath and wire. Found that femoral sheath was distorted in accordion shape and thus unable to remove wire or cardiomems catheter. Removal of all equipment by surgeon. There was no appreciable damage to femoral vein at conclusion of the case.